Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the transducer protectors do not fit properly which introduces air into the arterial chamber. This causes the chamber to be emptied and then fills with air and subsequently causing the lines to clot. There are numerous patient treatments that have had to be paused and the machine restrung and treatment restarted. Upon follow up, it was confirmed that there were no patient blood loss and no patient serious injury, adverse event, or medical intervention required due to the event. It was reported that the fresenius 2008t machine alarmed with an air and transmembrane pressure (tmp) alarm. At that point, the patient¿s treatment is paused, the transducer protector is exchanged and the patient¿s treatment is restarted and completed without further issue. The staff have started to change out the transducer protector before the patient¿s treatment starts to prevent the reported event. A sample is not available to be returned for evaluation.